Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device at least 72 hours on the leg. The patient visited their physician where they were diagnosed with an abscess. The patient was prescribed antibiotics called clindamycin pfizer. The device was discarded.